Event description:
IV catheter placed in right antecubital vein & capped. Capped catheter would not flush. While rn removing tape, cap and hub came off, separating from catheter body. Surgical intervention required for removal of catheter body.